Event description:
During preventive maintenance performed at the customer site, the thermogard console (sn (B)(4)) failed the power-on-self-test (post) and displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.

Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4)) failed power-on-self-test (post) due to tcmid: 05 (coolant diff failure) error. The root cause was determined to be a defective lm-34 temperature sensor, likely attributed to the device's aging. The thermogard console is a reusable device that was manufactured in december 2010 and is more than 11 years old, well beyond its expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(4).